Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.

Event description:
It was reported, that a leak was observed between the reservoir and the tubing. Patient could not remember if incident occurred before or during sets application. No patient injury was reported.